Event description:
Pt returned from o.r, placed on servo 300 ventilator, immediately heard loud pitch noise from vent (possible high-pressure pop-off)- pt taken off vent. Turned to the vent and saw that there was smoke side of vent. Disconnected the vent from the oxygen source from wall and power. Ventilator replaced and taken to biomed for assessment. Ventilator was biomed being worked on and smoke was also detected. Contacted other hospitals and discovered that there had been similar problems incidents. Checked the web site for any alerts and discovered that an advisory alert and had gone out in 2003, informing clients of similar problems with the gas modules. No alert had been distributed from the MFR. An advisory alert was also issued for their clients. The MFR was aware of the problem and actually revised the relevant parts, but there was no communication that there was a need to replace them prior to routine maintenance on the equipment when parts were requested. Contacted the MFR and advised them of concerns and to request them to come in for a review of all ventilators. That initial review was completed. Also concerned that while hosp owns 24 ventilators, due to volume, use equipment from a rental co. Upon contact, that co was not aware of concerns with this piece of equipment.